Event description:
It was reported that before an unknown procedure, the packaging was not sealed on the device. There was no adverse consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.